Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of an implantable pulse generator (ipg) system the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.